Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the pump was not in use at the time of the malfunction, therefore there was no impact to blood glucose levels.